Manufacturer narrative:
P-cap locked in place properly during testing. Unit gave an unexpected open book and no flashing white display was noted. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review, pump error 35 alarm confirmed in (adapt) and history download on 05/16/2025 at 14:02:47.000. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces had led to corrosion. Unit also received with battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case on battery side and scratched case. In conclusion, the unit came in with a critical pump error alarm triggered by pump error 35. Pump error 35 was due to moisture damage on electronic assemblies. No flashing white display was noted due to open book. Customer allegations for cosmetic damages were confirmed when cracked case (battery tube), battery tube threads - cracked and cracked case-corner of belt clip rail was noted during visual inspection. However, no damages were noted on reservoir tube compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery). The customer observed the flashing white display. The customer stated that the location of the damage was at the belt clip rail, case of the reservoir tube side, case of the battery tube side, and battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, explained that the pump performs safety checks, and an error was found. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.